Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, lymphoma-alcl, and seroma late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, lymphoma-alcl, and seroma late (B)(4). Patient's oncologist: (B)(6). Explanting physician: dr. (B)(6).

Event description:
Patient reported " contracture with subsequent fluid accumulation in the right breast" and "lymphoma of large anaplastic cells." The baker grade of the contracture is not specified. The status of the device is unknown. Pathological markers confirming alcl have been received.